Event description:
Patient with degenerative joint disease was implanted with an interpositional device in 2007. Pain, swelling and effusion was noted in a follow up visit. Surgeon indicated that progression of disease and persistent pain led to an explant, and a total knee replacement in 2008.

Manufacturer narrative:
Interpositional device was explanted, due to persistent pain and progression of disease.